Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving bupivacaine, clonid ine, and dilaudid (hydromorphone) via an implantable pump for spinal pain. It was reported that the pump went dry a week ago and the patient was able to get the pump refilled yesterday and the pump was still alarming as a "catastrophic event". The patient was told to call medtronic to turn off the alarm. The agent reviewed the alarm was a safety mechanism / device function and alarm would need to turned off in person. Additional information was received from a company representative (rep) and it was reported that the patient had her pump filled on 2025-07-07 and was hearing a critical alarm for empty reservoir. The pump was filled but the patient continued to hear the critical alarm. The rep verified the reservoir was full and there were no other alarms active.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected h7/h9 to include recall/notification and correction number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a company representative reported that the cause of the empty pump reservoir was due to the patient waiting too long between refills. To resolve the issue of the pump alarming after refill, the alarm was silenced and the issue was resolved.